Event description:
It was reported that during use of the bd plastipak¿ 3ml luer-lok¿ syringe the syringe is bowed shape, making it difficult to measure volume. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: 3ml syringe has a bulging shape, making it difficult to measure volume.

Manufacturer narrative:
Investigation summary a DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. A 3ml syringe has a bowed shape, making it difficult to measure volume. The sample is available for evaluation (2 units). Photos received the sample sent by the customer was verified and it was possible observe barrel bowel. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The batch meets the acceptable quality level of the bd and so may be considered appropriate for use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 3 ml luer-lok¿ syringe the syringe is bowed shape, making it difficult to measure volume. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 3 ml syringe has a bulging shape, making it difficult to measure volume.